Event description:
Customer reported a lost sensor alert and stated that she has changed her sensors three times. Customer stated that the lost sensor alert occurred during initialization. Customer's current blood glucose reading is 48 mg/dl and has treated with toast. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.